Manufacturer narrative:
Device evaluated by MFR: analysis of the returned catheter revealed a damaged/twisted section visible 9.5cm to 10cm from the proximal end of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an interventional chemotherapy procedure the device was noted to ve torn. A fastracker 325 135cm/transend 18 system had been advanced to an unspecified location. The guide wire was removed from the microcatheter, and it was noticed that the proximal catheter was torn. The entire system was removed and the procedure was completed with a non-bsc catheter. There were no patient complications reported with the patient's current condition listed as "stable" and "well".

Event description:
It was reported that during an interventional chemotherapy procedure the device was noted to ve torn. A fastracker 325 135cm/transend 18 system had been advanced to an unspecified location. The guide wire was removed from the microcatheter, and it was noticed that the proximal catheter was torn. The entire system was removed and the procedure was completed with a non-bsc catheter. There were no patient complications reported with the patient's current condition listed as "stable" and "well".